Event description:
The customer reported via phone call that their sensor had inaccurate readings. The customer stated they were being alerted for false low readings. Customer's blood glucose was 405 mg/dl and their sensor glucose read 85 mg/dl. The customer also reported receiving a calibration error alert, change sensor alert and bad sensor alert with their sensor. The customer's sensor cannula was also bent upon removal of their sensor during troubleshooting. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.